Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the motor ran loud and slow and the needle bearing was worn. The motor, needle bearing, and sleeve and ball bearings were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. Device is used for treatment. A definitive root cause cannot be determined. It was noted the device has not been returned regularly for recommended annual pm. The event is confirmed.

Event description:
It was reported that during preventative maintenance the unit had a worn needle bearing need to be replaced; defective ball bearings need to be replaced; motor issue. It had a non-familiar noise. Investigation found the motor speed was slow. No adverse event was reported as a result of this malfunction.